Manufacturer narrative:
It is unknown if there were deviations from the instruction manual in the reprocessing steps at the material residue point. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The event can be prevented by the following sections of instructions for use (IFU) below: -IFU states that detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. -IFU states that preventive measure in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited white foreign material in the air/ water tube, air/ water cylinder, and jet tube. There were no reports of patient involvement.